Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Event description:
Received email on 02apr2021 via (B)(6) from stating "doctor called reporting right implant rupture." The device status is unknown.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for operation: rupture

Event description:
Healthcare professional reported "right implant rupture." The device status is unknown.